Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented at the hospital due to not feeling well with low heart rate and no pacer spikes shown on the electrocardiograms (EKG) which occurred at the nursing home. The device was unable to be interrogated even after multiple attempts. The device was reprogrammed and EKG still showed low heart rate with no pacing. The device was explanted and downgraded to dual chamber pacemaker. The patient was stable.

Manufacturer narrative:
The reported event of loss of communication was confirmed and was due to the low battery voltage. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.